Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: (B)(4). The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that the physician felt that the device had exhausted the battery too early, even though the patient was only paced 50% in the atrium. The device was explanted and replaced. No patient complications have been reported as a result of this event.